Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The pt was being supported by pneumatic support, using a stroke volume limiter (svl) and drive console. The system was being vented every 2-4 hrs. Upon a follow-up call by the MFR's clinical rep to check on the pt's condition, it was reported that the pt was at rest when the drive console ceased and the svl stopped moving after an episode of venting. The pt was successfully hand pumped and the device was restarted. At this time, the svl was changed to backup. The pt is being treated for hypertension and bipap treatment was started, due to shortness of breath. The pt's cardiac output is 5.5l. The svl diaphragm was not fully moving, even while venting procedure is done. The pt is 1a awaiting heart transplant.

Manufacturer narrative:
The pt remains on pneumatic support while awaiting a heart transplant. The stroke volume limiter (svl) was returned and evaluated. The reported event was not confirmed. Functional testing of the svl found the unit performed as intended. No further information is available at this time. The MFR is closing its file on this event.